Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of system error 345 was observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibration upstream thermistor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had system error 345 (thermistor disparity). No additional information is available.